Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A registered nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced blurry vision and residual myopia. The iol was exchanged one month after the initial implantation. Additional information was provided indicating that the procedure was an extracapsular cataract extraction with a posterior chamber lens implant. The iol was exchanged for a difference of 1.5 diopters of power.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution and a green ink like substance is dried on the lens. Both haptics are bent in the gusset nd distal area. The optic is cut into portions, typical of insertion and removal. Both cut optic portions have scratches and deep scrape marks. Power and resolution testing could not be conducted due to the extensive optic damage. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the iol was exchanged for a difference of 1.5 diopters of power. The lens being exchange for a different power might imply a calculation error. The manufacturer internal reference number is: (B)(4).